Event description:
It was reported that during preparation for a rotational atherectomy procedure, speed display issues occurred. The 90% stenosed lesion was located in the mildly tortuous and severely calcified unspecified artery. The rotablator console failed to display the speed in the rotational speed display on the console. The procedure was completed with another of the same device. There were no patient complications and patient's status is reported as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a rotational atherectomy procedure, speed display issues occurred. The 90% stenosed lesion was located in the mildly tortuous and severely calcified unspecified artery. The rotablator console failed to display the speed in the rotational speed display on the console. The procedure was completed with another of the same device. There were no patient complications and patient's status is reported as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned console was tested using a foot pedal and a rotalink 1.75mm burr. Examination identified a massive gas/air leak at the turbine pressure switch. The console would not rotate the rotalink burr and no rotational speed was displayed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is normal wear and tear. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy procedure, speed display issues occurred. The 90% stenosed lesion was located in the mildly tortuous and severely calcified unspecified artery. The rotablator console failed to display the speed in the rotational speed display on the console. The procedure was completed with another of the same device. There were no patient complications and patient's status is reported as good.